Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). After investigation, the device module run time was 0 hours. This device meets the criteria per 1601-011-000 out-of-box failure processing document # 10000053419 for restocking back to finished goods warehouse. 06/12/2019 14:39:12 bounleuam rattanatray (lrattana) investigation summary: reported damaged case was confirmed. Small dent at the bottom of the left front and door case were observed. Conclusion: reported damaged case was confirmed. Rework: recommend replacing rear case and door assembly disposition route to service for normal process. (B)(4). Damage was not on rear case or door, but on the left front, lower portion of the bezel.